Event description:
It was reported that the arctic sun device was not cooling.

Manufacturer narrative:
The reported event was confirmed. The root cause of the reported issue was isolated to a faulty chiller unit. The device was put through a functional check during the evaluation prior to decontamination in order to determine root cause. The temperature at t4 remains at approximately 16 degrees when the target temperature was set to 4 degrees. The chiller was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Warnings and cautions warnings" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling.